Event description:
It was reported that the pump alarmed, "occlusion - check infusion line." Per reporter, tried calibration and could not go over 590 as the plunger would get tight, and the issue may be due to the sensor. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the top case and plunger case were cracked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Check infusion line was found in the event history log. Functional testing was able to duplicate the reported issue and check infusion line was found during occlusion test. The investigation determined that the cause of the issue was a broken plunger case and parts were missing inside the plunger case. The whole plunger assembly was replaced.